Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The slide piece that locks the cup in place is cracked on two handles.

Manufacturer narrative:
The complaint states the slide piece that locks the cup in place is cracked on two handles. The investigation confirmed the failure mode as reported on both devices. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.